Event description:
Pt was implanted with construct hardware during a posterior lateral spinal fusion, level l3 - s1 procedure on (B)(6) 2012. On an unknown date, pt experienced a sacral fracture. Pt was returned to the operating room on (B)(6) 2012 and removed the hardware. Surgeon revised with decompression at the site of the fracture, bone graft, two new rods and eight new locking caps. It was noted that one of the eight was stuck and difficult to remove, but the surgeon was able to remove it. Surgeon stated that there was no hardware failure. This is 6 of 6 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.